Event description:
It was reported that the patient had a urinary tract infection (uti). The etiology of the issue was noted as ¿new illness, injury¿. Patient symptoms of hematuria, dysuria, flank pain and tenderness, chills, and lower back pain were noted. Diagnostics included a CT of the abdomen/pelvis done on (B)(6) 2013 with interventions of ciprofloxacin hcl 500 mg bid (given from (B)(6) 2013) noted. The patient outcome was reported, as of (B)(6) 2013, resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va01226, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).